Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result on a patient sample was obtained on the atellica ch 930 analyzer. Quality control (qc) was in range on the day of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced reaction cuvettes, cleaned the reagent and sample mixer impellers, and performed drain and refill. The cse replaced reagent probe 1 (r1), cleaned washers and probes. The cse found the sample mixer stalling, replaced the sample mixer, auto-aligned all mixers, ran auto check, and ran quality control (qc), which recovered acceptably. Siemens evaluated the event and concluded that the failing sample mixer potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on the original and on an alternate atellica ch 930 analyzer. The repeat results recovered lower than the erroneous result. The repeat results were considered correct and the lower repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.